Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1-2 in auxiliary half height cubie drawer with bad slides. The field service engineer (fse) replaced the half height cubie drawer with a new unit. Cubies were transferred and the new drawer was tested in hardware test application. All functions were verified as working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer rail was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.